Event description:
It was reported that syringe 10ml ll s/c 200 had a damaged plunger rod. The following information was provided by the initial reporter: "it was reported that the plunger was melted to the side of the syringe. Event description per attached email states: toh would like to report and bring to your attention a product malfunction with bd302995 syringe; distributed through cardinal health canada. As you can see in the photos below, the plunder is melted to the side of the syringe. The product has been stored in the event that you or the manufacturer (becton dickinson) need to view it. Thus far we have only experienced this with the syringe shown below (lot#0111649) and no staff nor patients were impacted as the damage was noticed before opening the package. Questions/inquiries: complaint rationale: based on the information provided, our conclusion is that the device cited meets our criteria of a complaint ¿ appendix 1 - complaint determination tree ¿ (nassc-rcc-001)".

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-07. H.6. Investigation summary three photos and one 10ml syringe in a fully sealed blister pack confirmed to be from batch 0111649 was received and evaluated. It was observed the stopper inside the syringe was not fully secured to the plunger rod, which was rejectable per product specification. The potential root cause for the insecure stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. DHR review: release date: (B)(6) 2020. Released quantity was 502,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0111649 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll s/c 200 had a damaged plunger rod. The following information was provided by the initial reporter: "it was reported that the plunger was melted to the side of the syringe. Event description per attached email states: (B)(6) would like to report and bring to your attention a product malfunction with bd302995 syringe; distributed through (B)(4). As you can see in the photos below, the plunder is melted to the side of the syringe. The product has been stored in the event that you or the manufacturer (becton dickinson) need to view it. Thus far we have only experienced this with the syringe shown below (lot#0111649) and no staff nor patients were impacted as the damage was noticed before opening the package. Questions/inquiries: complaint rationale: based on the information provided, our conclusion is that the device cited meets our criteria of a complaint ¿ appendix 1 - complaint determination tree ¿ (nassc-rcc-001)".